Manufacturer narrative:
(B)(4). Date sent: 05/25/2016. (B)(4).

Manufacturer narrative:
(B)(4). Batch # n54154. The analysis found that one pve35a device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: were any surgical clips used in the vicinity of the device firing? No. Was the device fired over an existing staple line? No. Can it be confirmed that the entire width of vessel was proximal to cut line prior to firing? Yes. What is the device cleaning routine of surgical staff between firings? The issue took place on the first firing of the device. The staff knows to rinse in between firings. Was there any extraneous tissue in the jaws distal to cut line during firing? No. What is the current patient status? As far as I know and have heard, the patient is doing well. Was a transfusion required? Yes, 2 units. Did issue result in change of procedure or alteration in post-op patient care? No.

Event description:
It was reported that during an open pneumonectomy procedure, during the firing on the main pulmonary artery, the vessel appeared to be pushed past the cut line and the vessel was not completely cut or sealed. The patient lost 1500cc of blood. The vessel was clamped and then sewed to seal.